Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. "The defective part was received in brézins for investigation. According to provided analysis, nothing was noticed during external visual check. However, the card was tested in an agilia sp test device. Error 51 appeared even though the speaker sound was clearly audible. For this complaint, with the results of analysis, the root cause was found linked to a defective cpu board due to a problem with the oscillator or timer. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: replaced speaker with new speaker. Cleaned contacts for card to card ribbon cable on power supply board and cpu board replaced card to card ribbon cable with new one switched entire back case with power supply with another syringe pump, to try and determine where error is coming from. Replaced cpu board with new one. The error was cleared, and so the old speaker was put back in, which also did not alarm. Flashed cpu board, and reconfigured & recalibrated pump completed full functional check. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.